Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 03/06/2020. Additional information: it was received for analysis two sealed boxes with twelve unopened samples and an opened box with eleven unopened samples of product. During the visual inspection of samples, no defects were found on the packages. The samples were opened, and the swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along the strand with no defects, damages or suture breakage observed. A functional test was performed and the tensile strength force was above the minimum requirement. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Per the condition of the representative samples, no suture breakage was found and the tested samples met the finished goods requirements.

Manufacturer narrative:
(B)(4). Attempts are being made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: how many devices that were involved in this single procedure? 2 ea. Procedure name: CABG. Date the event occurred? (B)(6) 2020. Note: events reported via mw # 2210968-2020-00872.

Event description:
It was reported that the patient under CABG procedure on (B)(6) 2020 and suture was used. The suture broke during the operation. There were no adverse patient consequences reported.